Event description:
Additional information was received from the patient: the reason for call was pt reported they are having so many problems that the implant has never worked since date of implant and reported when pt coughs poop comes out. Pt noted they have other unrelated health problems. Pt stated they have tried changing batteries in external programmer due to implant not working and stated they have had the implant checked, but the implant has never worked. Pt's reason for call was to request to speak with a healthcare provider (hcp) regarding having the implant removed/replaced. Pt inquired about healing factors following replacement procedure. Reviewed role of patient services and redirected pt to hcp to discuss postoperative healing questions. The patient was redirected to their healthcare provider to further address the issue. Sent hcp listing to pt per pt's request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient¿s device had ¿never functioned to help them go to the restroom¿. The patient later stated that it ¿hasn¿t worked for 3 years¿. As an action taken prior to this report, the patient had ¿called and called¿ but had never received a call back. Later it was reported that the patient did not have a programmer for troubleshooting and they indicated they thought they were requesting someone to come to their house. The patient declined to contact the manufacturer back when they had the programmer for assistance. There were no further complications reported or anticipated.